Event description:
A consumer reported he is experiencing glare and halos following bilateral intraocular lens (iol) implant surgeries. He stated that he is unable to drive at night and cannot read in low light. Additional information was received from the surgeon who reported the event continues and the patient may possibly have the lenses exchanged. There are two medical device reports associated with this event. This file is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).